Manufacturer narrative:
Only the power manager sub-assembly of the heart lung console was identified in the initial report. That assembly was replaced which restored the device to normal function. The evaluation of the sub assembly is in progress as of the date of this report.

Event description:
During use for cardiopulmonary bypass procedure, the pump console displayed a warning message that the battery backup power may not be available. The procedure was completed without incident. There was no adverse consequence to a patient as a result of this event.